Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. No time clock anomaly noted. Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was frozen. Customer let insulin pump sit for about 10-15 minutes without change. Customer then took battery out and placed same battery in the insulin pump. The customer then received an unexpected restart alarm. They tried a new battery and still cannot clear alarm as keys will not respond. Customer's blood glucose level was 7.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.